Manufacturer narrative:
Product investigation summary: it was reported that three (3) 3.0mm hexagonal drivers (part 314.132 [x2] and 313.892) failed during a surgical procedure. The distal tips of two (2) instruments broke and the third twisted. The broken tip fragments were retained by the screws, which were unable to be explanted. The procedure was able to be completed without surgical delay or reported patient harm. The returned devices were examined and the complaint conditions were able to be confirmed in each instance as two distal tips were found to be broken (part 313.892 / lot 3658887 and part 314.132 / lot 9239058), while the third was found to be twisted (part 314.132 / lot 9029971). The driver dimensions and material characteristics were utilized to calculate a yield strength of approximately 4.2 nm. The failure modes of a twisted or broken tip are likely the result of the application of torque in excess of 4.2nm leading to deformation; hard patient bone or inadequate pedicle preparation may have contributed to the complaint conditions. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. A visual inspection, functional test, and drawing review were performed as part of this investigation. No product design issues or discrepancies were observed. The 3.0mm hexagonal driver (314.132) and 3.0mm hexagonal shaft (313.892) are components of the uss variable axis screw (vas) system for posterior fixation of the lumbar spine. Both devices are utilized for screw insertion; the 3.0mm hexagonal shaft is additionally available in the screw removal system. The relevant drawings for the returned devices were reviewed. The design, materials, and finishing processes were found to be appropriate for the intended use of these devices. A device history review was performed for the returned devices¿ lot numbers with no material record reports, non-conformance reports, or complaint-related issues identified that would have contributed to the complaint conditions. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint conditions. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is 2 of 4 for (B)(4).

Manufacturer narrative:
Additional narrative: patient initials: (B)(6). Device is an instrument and is not implanted/explanted. Manufacturing location: (B)(4). Manufacturing date: december 09, 2014. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It is reported during the revision of a posterior spine fusion from t11 to ilium using, the universal spine system variable axis screws (uss vas iii) system, two (2) screwdriver tips were broken and one (1) screwdriver tip was bent. While replacing the uss vas iii screws at l2 and l4, a large amount of torque was required. At an unknown level, the tip from one of the 3.0mm hexagonal screwdriver with t-handle, as well as the tip from the 3.0mm hexagonal screwdriver shaft 230mm hxc broke off in the screw head of the uss vas iii screws. The fragments could not be retrieved and the screws could not be removed. Surgeon opted to leave the screws in the patient. Fragments also remain implanted in the patient. The tip of another 3.0mm hexagonal screwdriver with t-handle became extremely deformed during this procedure. Procedure was completed successfully with no delay and no harm to patient. The revision procedure is addressed on linked complaint (B)(4). This is report 2 of 5 for (B)(4).